Manufacturer narrative:
(B) (4).

Event description:
It was reported the patient experienced a shocking sensation. There was no known incident related to the onset; the last couple days the patient felt the shocking down the right leg. The symptoms occurred when the patient was sitting, standing, and lying down. There were no known prior events. Movement and palpation of the area caused stimulation changes. When the patient palpates the device, it creates a shock. The patient remained at home in fair condition and had been directed to their hcp for troubleshooting.